Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents that pts received less medication than intended. On unspecified dates and times, the devices were programmed for piggyback deliveries of unspecified medications. No specific programming parameters were provided. After unspecified lengths of time, the nurses noted the display indicated the piggyback deliveries were complete; however, there were unspecified volumes remaining in the containers. There were no reported adverse pt effects and no reported delays of therapies critical to the pts. No medical interventions were reported. Though requested, no additional information was provided.